Event description:
It was reported that the pt experienced a change in therapy effect including very stiff muscles. He was able to feel "grooves on top of the pump". The pt was concerned that his pump was flipped as it had flipped before. The drug concentration and daily dose were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.